Manufacturer narrative:
Multiple attempts were made to obtain follow up information on event, procedure, and patient status. Based on the limited reported data available, patient did not tolerate ekos therapy during a pe case based on observed color and temperature changes. No vitals or further description of signs/symptoms available. Although not definitive due to limited information, event maybe describing hemodynamic decompensation which can result from disease progression and/or the procedure. Once the ekos catheter was removed, the patient "rebounded' which may have occurred due to a degree of blood flow restoration. This phenomenon may result from cavitation following the catheter removal from the embolus. Operator replaced ekos with traditional drip catheters, and patient was reported as doing well. No vitals or further description of the patient's signs/symptoms was provided. There was no device malfunction reported. Review of the device history record could not be performed as the serial number was not provided. If additional information is received, a follow up report will be submitted.

Event description:
Cath lab manager informed ekos field representative that a patient being treated for a pulmonary embolism (pe) could not tolerate ekos device. She informed that as soon as the catheters went in, the patient had color and temperature changes. The physician took the catheters out and the patient rebounded. The customer ended up using traditional drip catheters to treat the thrombus. The patient reportedly did well. Although multiple attempts were made, no additional information could be obtained regarding the event, procedure, and patient status. There was no device malfunction reported.